Event description:
The doctor reports that the healing abutment has fractured inside the implant.

Manufacturer narrative:
The certain® bellatek® encode® healing abutment 3.4mm(d) x 3.8mm(p) x 6mm(h) was not returned but radiographs were provided. The customer¿s complaint of the fractured screw portion of the healing abutment has been confirmed through radiographs. DHR did not provide any indication of a manufacturing deviation that would contribute to this event. Root cause cannot be determined. (B)(4).

Manufacturer narrative:
Device not returned to manufacturer.